Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot#? Was the barcode missing on the outer secondary package/box? Was the labelling damaged in any way? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Are there any security features on the product or the packaging? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure on (B)(6) 2017, suture was used. The suture product was without the bar code on the packaging. No patient consequences. Additional information has been requested.